Event description:
On (B)(6), 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her daughter's onetouch ping meter was reading inaccurately high compared. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information: the patient will usually test four times a day; however, the patient will test more if she is experiencing symptoms or if her blood glucose reading is elevated. The patient manages her diabetes with novolog insulin (via insulin pump) based on a food and blood glucose reading ratio. The subject meter is the patient's primary and only meter at home; the patient also has a secondary meter at school, however, the reporter indicated the patient rarely uses it. The reporter indicated that the alleged issue began at the (B)(6) 2012 (at 6am). On an unspecified date, the patient reportedly obtained a blood glucose reading in the "300s" with the subject meter. According to the reporter, she had her daughter retest with the subject meter soon after, and again the patient reportedly obtained an elevated reading (result not known). Following the alleged issue the patient reportedly consumed her breakfast, administered her insulin based on her food intake and blood glucose reading, and then prepared for school. The reporter corrected and clarified that her daughter developed a symptom of low blood glucose (the reporter confirm shaking) four hours later, while in class. Immediately after the onset of her symptom, the patient obtained a reading in the "70s" with the subject meter, and then went to the nurse's office. While in the nurse's office, the patient drank her juice as self-treatment and waited until her symptom and blood glucose reading improved. The reporter does not believe her daughter tested her blood glucose with the back-up meter that is in the office. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Manufacturer narrative:
Follow-up # 1 (08/07/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found; the primary complaint was not confirmed, the meter was found to function properly. Pa unable to perform test strip investigation, since the lot number was not provided by the patient. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.